Event description:
"Deflation l saline b contracture w/severe distortion and local and systemic problems." Pt w/"fcd mastodynia had b sq mastx's w/immediate submuscular textured saline implants. Pt ran fever several days afterwards, but it resolved. Developed contracture which was painful and 4 yrs after implant had spontaneous l deflation."